Manufacturer narrative:
The customer confirmed the reported failure. The customer confirmed there was no touchscreen issue. The customer replaced the front bezel to resolve the issue. The unit was tested and it was returned to service.

Manufacturer narrative:
The customer replaced the front bezel was replaced to resolve the issue. The unit was tested and it was returned to service. The front bezel was returned for failure investigation. Previous investigations have identified nav ring failures were due to liquid ingress.

Manufacturer narrative:
Report date: 16aug2021. There was no patient involvement.

Event description:
The customer reported that the device had touchscreen issues. The device was not in use on a patient. No patient or user harm was reported. The customer confirmed they were not able to make parameter change onscreen due to erratic values jumping around. They were not able to select correct value. The remote service engineer (rse) verified the nav ring is not functional and needs to be replaced. Other information is pending.